Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device would not obtain a 12-lead ECG reading and was indicating leads off. There was no negative pt impact.